Event description:
The hcp reported the pt was experiencing worsening low back pain and diffuse body pain in spite of recent increase in the intrathecal medication dose. A rotor study and catheter dye study were done. The results were not reported. However, the hcp reported the pump was malfunctioning. The pt outcome was not reported.